Event description:
This lead was implanted on december 2002 and still remains implanted at this time. On (B)(6) 2016, noise was detected on the lead channel as mode switches. The physician was unknown at (B)(6) clinic in (B)(6) , australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).